Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative indicated that the patient is scheduled to have a full system replacement on (B)(6) 2017. No additional information regarding the patient was provided at this time. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturing representative (rep) indicated that the patient had a complete system replacement, and a surgical lead placed on (B)(6)2017. The rep will attempt to obtain the device and ship it to the manufacturer. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via manufacturer representative that patient reported pain in her right leg and her back was getting worse. The patient had an adjustment in (B)(6) and was feeling the tingling where she needed it after the last appointment but presented on the date of the call saying it was not seeming to help with pain. The patient does not use her device much anymore but is keeping it charged. The patient had hardware removal which may have accelerated the pain. The patient had an MRI and was sent for a surgical consult. The hcp feel patient may or may not benefit from paddle and sent the patient for a second opinion. The patient has had several programs and high density programs throughout therapy. No further complications were reported. The indication for implant was failed back surgery syndrome and spinal pain.

Event description:
Additional information received from the manufacturing representative indicated that the patient's fusion hardware had been removed, and their ins was not removed. They added that the patient's worsening leg and back pain has not been resolved, and that the patient has been referred to a healthcare provider in indianapolis. No further complications were reported.